Event description:
It was reported that the arctic sun device was not reaching the target temperature.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was working properly. No repairs were made. An electrical safety test was performed on the as5000 system. The as5000 system was calibrated and evaluated and was found to function in accordance with manufacturer specifications. The as5000 system passed all tests, is functioning properly and is ready for use. Bmd investigation indicates that the reported issue was unconfirmed. Therefore the device history record review and labeling review was not required. Correction: d,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not reaching the target temperature.